Manufacturer narrative:
Establishment name: umgghm group hospitalier mutualiste accounting department suppliers. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video telescope "endoeye hd ii", 10 mm, 0°, autoclavable had a pink and green image during an unknown therapeutic procedure. The procedure was completed with a similar set of equipment. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the pink and green image was due to a defective charged coupled device unit and a defective cable unit. Additionally, it¿s likely the liquid ingress in the charged coupled device unit was due to a defective or worn seal. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.